Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check the cardiosave had a long buzzer sound that can be heard after switching off the machine. Sound only gone after removing ac and batteries. There was no patient involvement reported .

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4,d9,e1(event site state - klne2),e2,e3,g3,g6,h2,h3,h4,h6,h10,h11. A getinge field service engineer (fse) stated user. Sound only gone after removing ac and batteries - engineer checked and confirmed the problem - fault code #118 was logged - power management board replaced - no long buzzer sound after switching off the machine after replacement of board - all manifold tests and functional tests passed according to factory specifications - machine returned to customer for clinical use. The supplier found that q27 was defective. The supplier replaced q27. The supplier retested the board and found u50 and q68 defective. The supplier replaced u50 and q68. The board passed testing. The failure analysis and testing dept. Installed part number 0670-00-1162 pcb power management, rohs serial number (B)(6) into the cardiosave test fixture serial number and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.